Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that since (B)(6), the patient had been experiencing a little leakage. It was stated that when they get up after sitting down for a while ¿it¿s like there,¿ and they¿ll go to the bathroom and ¿it¿s just a little.¿ it was also reported that since (B)(6) they had been feeling stimulation in the vaginal area, but now they were getting the stimulation in their lower back and it was ¿bothersome.¿ it was noted that the patient had tried ¿to work with the machine,¿ but it ¿didn¿t help any;¿ it was clarified that they were talking about the programmer (pp). It was recommended that they follow up with their healthcare provider about what settings to try. The patient stated that they saw their healthcare provider the day before, and they stated that they only implanted the device, they did not manage it. It was then recommended that they request to have a manufacturer representative meet them at the healthcare provider¿s office to help them adjust their settings. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the return of leakage was ¿small leaks during their trail.¿ when asked if the cause of the patient¿s stimulation moving was determined, it was stated, ¿yes, switching their program cured that.¿ it was also noted that switching their program allowed the pain to go away and ¿return to reduction in symptoms.¿ no further patient complications are anticipated or expected as a result of this event.